Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that during use of device/lead or device system (ipg/ICD and/or lead[s]) the patient experienced hematoma at suture site. In-patient hospitalization, and drainage of the hematoma performed. The device system (ipg/ICD and/or lead[s] remain in use, and no patient complications have been reported as a result of this event. The patient is a participant in the panorama ii clinical study.